Manufacturer narrative:
.

Event description:
It was reported by a patient's mother that the patient was having an increase in seizures from baseline. It was suspected that the battery was low as the patient was implanted in 2008. The patient was reported to have seizures again and was not having them before. Generator replacement surgery occurred on (B)(6) 2016 reported due to battery depletion. An estimate of battery life indicated 2.3 years until the generator would reach near end-of-service. Additional relevant information has not been received to-date. The explanted generator has not been received by the manufacturer to-date.

Event description:
It was reported that the explant facility does not return explanted devices.